Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 7f exoseal vascular closure device (vcd) operated normally; however, the indicator window did not change color. Hemostasis was achieved by manual compression for twenty five minutes. There were no reported injuries to the patient. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer (csi) used was during this procedure. The device was stored and prepped per the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including 30-45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis >50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient's body mass index (bmi) was not greater than 40. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show a red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and there were no anomalies noted to the loop. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. Additionally, the indicator window was observed to be in the black/white and red position, which is consistent with the expected post-deployment state, indicating no functional anomalies related to the indicator system. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is not possible to determine what factors exactly may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with full transition of the window. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) operated normally; however, the indicator window did not change color. Hemostasis was achieved by manual compression for 25 minutes. There were no reported injuries to the patient. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer (csi) used was during this procedure. The device was stored and prepped per the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including 30-45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis >50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient's body mass index (bmi) was not greater than 40. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show a red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and there were no anomalies noted to the loop. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) operated normally; however, the indicator window did not change color. There were no reported injuries to the patient. The device will be returned for evaluation.